Event description:
A technologist was unloading a positive bact/alert fn culture bottle from the bact/alert. The top broke off the bottle and lacerated the tech's middle finger on the right hand. The blood from the bottle poured over the open cut. The cut required 5 stitches. The blood culture grew a coagulase negative staph. The blood from the bottle is being tested for hiv and hepatitis b and hepatitis c. Test results are not known at this time.